Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received no delivery alarms and the buttons were unresponsive. The customer's blood glucose was 527 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the no delivery alarm was resolved by infusion set change. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing due to flattened dome switch on the up arrow button, down arrow button, esc button, and act button. The insulin pump was also received with minor scratched lcd window, and cracked reservoir tube lip, lcd connector was inspected and no anomaly was noted.